Event description:
New information received noted that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
It was reported that the patient was presented in clinic with atrial fibrillation. It was noted that the patient's right ventricular lead exhibited episodes of oversensing noise. Programming changes were made. The patient was in stable condition.